Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were used to treat the lad and rca. Approximately 7 months post procedure, the patient suffered acute coronary syndrome and died. The investigator assessed the event as not related to the index device and possibly related to the anti-platelet medication.

Manufacturer narrative:
Cec adjudicated the patients death as cardiac death. Cec adjudicated the mi as non q wave mi (vessel unknown) 3rd udmi spontaneous, if information is provided in the future, a supplemental report will be issued.